Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported stent dislodgement and subsequent treatments including device embedded in tissue or plaque and unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed lesion in the common iliac artery. A 10.0x39mm omni elite balloon-expandable stent system (bess) was being advanced to the lesion when the stent came off of the balloon. An armada balloon was advanced to embed the stent in the vessel wall, just outside of the target lesion. The procedure was aborted, and no other stents were used to stent the lesion. The final patient outcome was satisfactory. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.